Event description:
User called to say that her vocare had not worked for several years. This was discussed with dr. G creasey several years ago and the possible need for revision surgery was discussed. At that time the user was suffering from health problems and could not go ahead. Now the user is in good health again and would like to have the possible failure investiated.